Event description:
The office staff was postioning the x-ray tubehead of the intraoral x-ray unit to take an image when the tubehead disconnected from the yoke and fell to the floor.

Manufacturer narrative:
There was no user or patient injury with this incident. A dealer service technician performed an on-site inspection of the x-ray unit. The tubehead disconnected when the hardware that secures the tubehead to the yoke came loose. The manufacturer has requested return of the components for inspection. The unit was not repaired. The product labeling supplied with the x-ray unit describes the mechanical adjustments that may be needed during installations and periodic maintenance. During regular use of the x-ray unit, the locking ring may require adjustments to maintain proper rotation of the tubehead.